Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Product event summary: the device was returned and analyzed. The device met 95 % of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 694765 lead implanted (B)(6) 2003; 419378 lead implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with questionable battery longevity. Patient's device explanted and replaced. No patient complications have been reported as a result of this event.